Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, software version #: 2.1.0 h2, h3, h6: concomitant product 9733686 has been added to this complaint. It has not been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3: software logs were reviewed, and it was determined that this is a known software issue. Previously reported codes 10, 104, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep tried 3d scan & manual push with both cable they were originally using and a new cable, both intermittently worked/failed. Issue was not hardware. Then uninstalled and reinstalled software, issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to retrieve the exams from the imaging system. This occurred during a confirmation spin, however, it was noted that the first spin for the procedure, they had to push it manually to the navigation system. Additionally, earlier that day, they were having the similar transfer issues as reported in case (B)(4). A local representative (cs) was onsite troubleshooting the issue and the imaging system spin was confirmed to have a nav tag. When trying to transfer the exam,she was getting intermittent failures and successes. She replaced the cable and was able to get a few exams to transfer, however, eventually, the exams would not transfer. However, throughout the troubleshooting session, the imaging system consistently said exam transferred, but the navigation system would display a transfer error or the system would still say exam transferring. During one of these errors, without touching any of the cabling, the cs restarted the system and then exams would transfer. She uninstalled and re-installed the software and the system was booting down after clicking the procedure type. She uninstalled and re-installed the software again, and was able to successfully re-install the software and the system was working properly. She took a spin on the imaging system and it transferred automatically. She was then able to manually push all of the scans that were previously giving her errors. There was no reported delay to the procedure. There was no reported impact to the patient.